Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified through review of the event history log as there is no evidence of air in line alarms having occurred. Evaluation experienced a reload set upon door closure which prevented assessment of potential air in line alarms. The device is no longer in its as received condition however it will be repaired and tested prior to release to ensure the device meets all specifications. Evaluation did find that the ultrasonic sensor value readings were out of range and the ultrasonic assay was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line errors. There was no known patient injury or medical intervention associated with this event. No additional information is available.